Manufacturer narrative:
Customer reported that a pyxis medstation es system produced smoke upon closing of the device's door. Customer removed the device from service. Field service engineer requested. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer inspected the device and found thermal damage on the device's latch solenoid. The solenoid's plunger was reported as being fused closed. The field service technician replaced the drawer's solenoid, drawer's controller board, pmc, and position sensor. Drawer was reconfigured and tested. Field service engineer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system produced smoke upon closing of the device's door. Customer removed the device from service. Field service engineer requested. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-jan-2021 to 15- jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to damaged latch solenoid and the plunger was fused. The field service engineer replaced the solenoid, controller board, pmc, and position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer produced smoke upon closing the door. There were no adverse events or injuries reported based on this incident.